Event description:
It was reported that during an unk procedure, the device was entered into the instrument and the active blade became loose. The device was not used. There was no reported pt consequence.